Event description:
The customer reported that they were having connection issues on an acuity central station. This resulted in an inability to monitor at least one pt's vital signs from a central monitoring station for approx 15 minutes. Bedside monitoring would continue unaffected.

Manufacturer narrative:
The customer did not returned the device for evaluation. MFR's evaluation summary: the device is an installed centralized pt monitoring system that utilizes a sun micro-systems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through wired or wireless connections. Acuity tech support assisted the customer in isolating the problem to a terminal server. A terminal server is a standard, purchased network component that routes and transfers data packets between bedside monitors and the acuity central station. If a terminal server becomes unavailable, the acuity system can see that it is unavailable, but not why. By viewing the acuity internal log, tech support found that a specific terminal server was not available. They directed the customer biomed to go to the network closet containing the terminal server. The biomed found that the terminal server had orange error indicators and showed no data transfer activity. Tech support directed the biomed to power cycle the terminal server, which cleared the error conditions and restored normal operation. The customer has not contacted tech support again with problems with the same terminal server, indicating that the error was transient.